Manufacturer narrative:
Product event summary: it was reported that the patient experienced critical battery alarms. The controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. The lithium-ion batteries associated with this complaint did not require an investigation. The shelf life requirement, for the hvad battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the controller and batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 2 connector. This is an additional observation not related to the reported event. Based on an internal investigation, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The reported event was confirmed via review of the controller log files, which revealed three (3) critical battery alarms involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. Additionally, two (w) power disconnect alarms were recorded involving (B)(4). The logs recorded a spurious safety alert word (saw) value for this battery. These observations are indicative of communication errors between the controller and batteries. The most likely root cause of the reported event can be attributed to communication errors between the controller and battery. An internal investigation is evaluating communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650 / expiration date: 2015-11-30, return date: (B)(6) 2016, mfg date: 2014-11-30. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650 / expiration date: 2015-11-30, return date: (B)(6) 2016: mfg date: 2014-11-30. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650 / expiration date: 2015-11-30, return date: (B)(6) 2016: mfg date: 2014-11-30. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650 / expiration date: 2015-11-30, return date: (B)(6) 2016: mfg date: 2014-11-30. (B)(4). Heartware ventricular assist system ¿ battery : battery / (B)(4)/ model #: 1650 / expiration date: 2015-11-30, return date: (B)(6) 2016: mfg date: 2014-11-30. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650 / expiration date: 2015-11-30 , return date: (B)(6) 2016: mfg date: 2014-11-30 (B)(4).

Event description:
It was reported that the patient had several critical and low battery alarms while connected to fully-charged batteries. The controller and six batteries were replaced. No patient complications have been reported as a result of this event.